Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient reported overdoses and failures. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of overdoses and failures could not be determined. A root cause could not be determined.